Event description:
After 2.5 hours of pt's hemodialysis treatment venous extension of ij catheter came apart. Estimated blood loss 50 cc's. Portion of catheter saved for product complaint. Rn able to return most of pts blood via arterial extension of catheter. On-call nephrologist and pt's surgeon notified. Pt sent to hosp with venous line clamped and wrapped with betadine soaked gauze around exposed end of catheter. Pts vital signs stable upon discharge from clinic. Loss of treatment time - 1 hour.